Event description:
It was reported that the patient has been experiencing pain at the electrode site since 2012. It was reported that the device was programmed off; however, the pain has not subsided. The physician indicated that the patient may undergo vns system explant in (B)(6) 2013. Attempts to obtain additional information have been unsuccessful to date.